Manufacturer narrative:
Device evaluation: the protege rx tapered within its shelf box. Within its shelf box, the device was in its inner label pouch and packaged in ins transportation tray. The protege rx tapered stent delivery system was returned with the stent partially exposed out of the distal tip. The exposed stent was measured to approximately 1.5cm proximal from the distal tip. Visual inspection of the exposed stent under magnification reveal no abnormalities or deformities. A 0.014¿ guidewire was loaded with ease through the sds distal tip and navigated out the proximal wire rapid exchange port. The guidewire loaded protégé rx sds was loaded into a deployment apparatus and deployed at a maximum peak force of 1.05lbs. The deployment force is within the product specification of less than or equal to 3.0lbs. Visual inspection of the deployed stent reveal no abnormalities or deformities. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the protégé rx for mid carotid artery stenting, to treat a severe plaque lesion with severe tortuosity and 65% stenosis. The IFU was followed with no issues noted. It was reported the lesion was pre-dilated resistance was encountered advancing the catheter to the lesion, force was used. The physician was unable to deploy the stent at the lesion site, another protégé rx was used to complete the procedure with no issues noted. No patient injury reported. When the device was returned to the manufacturing facility for evaluation, it was noted that the stent was partially deployed.